Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's l5 lead had migrated, and as a result was experiencing ineffective therapy. Surgical intervention took place where the lead was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event estimated.